Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode due to what is suspected to be undersensing was observed on the implantable cardiac monitor. It was noted that the patient would be followed for r-wave amplitude testing in order to attempt to reproduce the pause. No further information was reported.